Event description:
Patient presented back to the physician with no symptoms and the issue was resolved. Physician determined that the patient had a seroma at the chest incision site.

Event description:
Patient presented to the physician with an infection at the chest incision site. Physician prescribed antibiotics.